Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen as well as contamination on the keypad contacts. This report is made based on results of investigation completed on 01/06/2014

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump¿s display was dim and reddish. The keypad was intact however the "down" button responded intermittently. The audio bolus button cover was torn but responded normally. When the keypad cover was removed, contamination was found under all of the contact buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).